Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient will need to do an MRI but when they are trying to connect to their therapy, they are getting an error message device not responding. Agent advised the patient to restart the handset and the communicator. Patient did that but is still not working. Agent asked the patient to put some pressure and press the communicator over the implant, but the patient said that it's doing the same thing. Patient said that they are placing their communicator directly on their skin. Patient tried standing up, sitting down and leaning forward, but the communication is still not connected to their implant. Patient said that they had an MRI a couple of months ago, but they did not have any problems connecting. Patient said that they had lost some weight and had a couple of falls this year, but the patient said that they are able to still connect when they do an MRI. Redirect the patient to their hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.